Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (pci) for multi-vessel disease was implanted with an impella cp for mechanical circulatory support (mcs) and encountered closure device failed deployment issues and ischemia related to the introducer after the removal of the impella cp. The patient declined coronary artery bypass surgery. The impella cp was implanted pre-pci. Pci was completed. The patient was rapidly weaned from impella mcs and the impella cp was explanted. One perclose was placed and failed to deploy after the impella sheath introducer was removed. One perclose post-closure at 12 o¿clock and did not achieve hemostasis. A second perclose was placed with no hemostasis. The physician then opted to place 14 french cook sheath and hemostasis was noted. The plan was to remove 14 french at bedside in the intensive care unit after activated clotting time normalized. The patient was extubated in the catheterization lab. Distal pulses were verified with doppler and the patient taken to unit for recovery. However, shortly after arriving at the unit within 30 minutes the patient had lost pulse in the right foot. The decision was made to consult vascular surgery for cut-down removal of cook sheath and surgical intervention to restore flow to leg. The patient survived the event, and, however, was noted to be in critical condition.

Manufacturer narrative:
D.4 serial number and unique device are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.